Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button was difficult to press. Customer's blood glucose level ranged from 180-253 mg/dl. Customer continues using the pump for insulin therapy.